Event description:
It was reported that a continuous glucose monitor (cgm) error occurred with error 42 noted. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset, after which the error did not recur, and the customer successfully started their sensor session.